Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the plastic hemoguard cap remained stuck in the hub, then disconnected from a bd vacutainer® ppt¿ plasma preparation tube k2 edta which could lead to leakage. There was no report of exposure, serious injury or medical intervention.